Manufacturer narrative:
Correction: unique device identification (UDI) inadvertently populated on initial MDR as the UDI is out of scope for the specified product. A medtronic representative went to the site to test the equipment. It was reported that the computer for the navigation system was replaced. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been returned to the manufacture for evaluation.

Event description:
A medtronic representative reported that during a sacroiliac and thoracolumbar procedure, the registration plan disappeared. There was no delay to the procedure and no impact on the patient outcome as a result of this issue.

Manufacturer narrative:
FDA codes were updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.